Manufacturer narrative:
It is now reported that a topical antibiotic was administered. His report is submitted on april 1, 2021.

Event description:
It is now reported that a topical antibiotic was administered.

Event description:
Per the clinic, the patient experienced a bone infection and lack of osseointegration, resulting in loss of fixture. The implant and abutment were both removed on (B)(6) 2020. It is unknown if there are plans to reimplant the patient as of the date of this report.